Event description:
The event occurred on an unspecified date. The customer reported the device would not turn on, even when plugged in, and had a strong/bad odor smell coming from inside the device. Investigation found the device had a burnt smell. When plugged into ac, the ac icon did not turn on, and when the off/on key was pressed, the device did not turn on. An inspection found the driver printed wiring assembly (pwa), the line select motor wires melted and the mechanism rear plate burnt. The burnt parts were replaced. The probable cause was due to a faulty driver printed wiring assembly.